Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 rtg0183963 (con): information was received from a friend/family member regarding a patient who was implanted with an im plantable neurostimulator (ins) for unknown indications for use. It was reported that the caller was not with the equipment at the time of the call. The reason for call was caller reported about 2 weeks ago the controller was freezing up so the pt had to reset the controller to continue using the controller. Caller stated last night after charging the stimulator the controller displayed software problem 1-intellis 2-3.6 3-58 4-qf_new and the pt felt the stimulation increase to an uncomfortable level. Pt reset the controller and was able to use the controller to decrease the stimulation to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue. Agent recommended to monitor the issue and call back with the equipment if the issue persists. (B)(6) 2021 patltr: additional information from the patient indicated that after charging on (B)(6) 2021, the controller locked up and would not respond. They noted that removing and reinserting the battery pack in the controller resolved the issue. They noted that everything is working fine now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller was not with the equipment at the time of the call. The reason for call was caller reported about 2 weeks ago the controller was freezing up so the pt had to reset the controller to continue using the controller. Caller stated last night after charging the stimulator the controller displayed software problem 1-intellis 2-3.6 3-58 4-qf_new and the pt felt the stimulation increase to an uncomfortable level. Pt reset the controller and was able to use the controller to decrease the stimulation to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue. Agent recommended to monitor the issue and call back with the equipment if the issue persists.